Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable pulse generator was replaced. Reportedly, the patient complained of difficulty charging the device. The procedure was completed without issue and the patient was well postoperative.